Event description:
The customer reported that the 840 ventilator was inoperable while in use on a pt. Pt condition is unk. The customer reported to have not duplicated the alleged malfunction. Covidien was not authorized to evaluate the device.

Manufacturer narrative:
Covidien reference # (B)(4). Multiple attempts have been made to obtain info about the pt outcome but no response received from the customer. If and when new info becomes available, a f/u report will be submitted.